Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left circumflex artery. The 15mm x 2.50mm nc quantum apex mr balloon was used to pre-dilate the lesion. The quantum apex balloon was inflated twice (1st inflation: unknown / 2nd inflation: 18atms) and upon removing the quantum apex balloon from the patient, the physician noticed that the balloon had a pinhole rupture. According to the physician, the calcified lesion may have caused the pinhole. The procedure was completed with another nc quantum apex balloon device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).